Manufacturer narrative:
(B)(4). D4: batch # u5a03e. Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were staples present. Further analysis shows a plastic piece to be melted on the trocar, not allowing the anvil to be inserted. The plastic piece was removed, a new washer was placed on the device, and it was tested for functionality with a test anvil. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. The anvil was removed and inserted with any difficulties. The event described could not be confirmed, as the device performed without any difficulties noted after the plastic piece was removed from the trocar. No conclusion could be reached as to how the plastic piece became in the trocar. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. -additional event information the surgeon commented that the trocar was twisted because it was difficult to pull the nelaton out from the trocar. 1. Could you please clarify how long was the delay (hours/minutes)? No further information is available. 2. Was there any patient consequence or change in the post-operative care as a result of the procedure being prolonged? No further information is available.

Event description:
It was reported that during a semi-open tatme, the anvil could not be attached to the trocar. The anvil of the device in question was placed as it is, and another device was used to complete the case. There were no adverse consequences to the patient. The nelaton was inserted to the trocar as a guide and was removed before attaching to the anvil. It was confirmed neither the purse-string nor a forceps touched the locking spring and the orange tying area was visible. The procedure took long time. No further information is available.